Manufacturer narrative:
Lot history records (lhr's) of the plate was reviewed. Non-conformance was not identified based on the lots that would contribute to this failure mode. Potentially, force from weight-bearing with normal walking motion caused the screw to back-out. Screw back-out is a known failure mode of screws. Refer to lot number below for additional components of the construct. Ref: 7100-lp18-r, ln: 501122, qty: 1, product name: dynabunion right plate 18mm. Ref: 7118-1814kt, ln: 300277, qty: 1, product name: 18x18x14mm himax clip. Ref: 15lp-3530, ln: 501163, qty: 1, product name: dynabunion antidrift bolt 30mm. Ref: 15nl-3016, ln: 400118, qty: 1, product name: 3.0 x 16mm non-locking screw. Ref: 1500-3514, ln: 400076, qty: 1, product name: 3.5 x 14mm non-locking screw. Ref: 1500-3514, ln: 400007, qty: 1, product name: 3.5 x 14mm non-locking screw.

Event description:
The surgeon submitted a case series of dynabunion system. The anti-drift blot has backed out as shown in the 6-week x-ray. The screw head prominent above the plate. The patient was asymptomatic and revision surgery was not scheduled at the time of the report. The surgeon reported at a later date that the system was removed after a period of non-weight bearing. The patient status after the revision is unknown.